Event description:
It was reported that the case to the programmer had a broken power cord door. It was returned to the manufacturer for repair and subsequently tested out of specification and as a result is now reportable.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed that the power cord bay door was broken. The common mode/wrist electrode tested out of specification and the links electronic module board was replaced.